Manufacturer narrative:
(B)(4) no longer applies.

Event description:
Additional information was received from a consumer. The patient was in full-blown baclofen withdrawal from the pump that kept starting and stopping and finally stopped and failed the week before pump replacement. The patient reported these symptoms occurred a week before replacement on (B)(6) 2016.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving baclofen (140mcg/day) and morphine (270mcg/day) via an implanted pump; the concentrations, brands, and lot # of the baclofen was unknown by the reporter. The indication for pump use was multiple sclerosis and intractable spasticity. On (B)(6) 2016, MRI compatibility guidelines were being requested. Per the hcp, the patient needed to have an MRI, but the patient was concerned that the pump wouldn't work after as "it's failed before and it was off for a while". The pump failed on (B)(6) 2016; the patient was admitted (B)(6) 2016; and the pump managing physician "read the pump and fixed it". No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.